Manufacturer narrative:
Conmed has been advised that an ecri investigation is in process and we will not receive any further information until that investigation has been completed. Upon receipt of new information related to this event, conmed will file a follow-up report.

Event description:
The user facility contacted a conmed sales representative on february 20, 2017 requesting conmed send a representative to their facility on february 21, 2017 to represent conmed in a 3rd party investigation. The information reported from the user facility was that there was a patient injury and a system 5000 was used during the procedure. Later on february 20, 2017, another staff member at the user facility was contacted. The contact reported that during a robotic case, autoactivation occurred causing a nicked colon. The contact confirmed that the system 5000, handpiece and cable are on-site for the 3rd party investigation scheduled for the following day. The contact also advised that the results of the investigation will not be available for a few weeks.

Manufacturer narrative:
The system 5000 device associated with this reported incident was received for evaluation on 17-may-2017. A thorough evaluation and testing of the system 5000 was conducted using internal test methods. The unit passed all functional testing requirements and performed within design specifications. The unit's fault log was clear when this unit was received. Error 383 and accrh as reported by the customer could not be confirmed. This unit required upgrades, however, none of these upgrades would affect the output of the unit or the performance. The reported complaint could not be verified and the root cause of the reported incident was not able to be determined. Based on the serial number on this unit, this device was manufactured in 2003 and is approximately 14 years old. A review of conmed's service history records for this device shows no record of service or repair activity performed by conmed. A 2-year review of device complaint history shows this is the only complaint received for this device family and failure mode. The system 5000 user manual provides a list of the acc codes in section 2.8.2.. Acc codes are most often caused by faults in accessories connected to the esu. The fault code list provides the definition of fault code accrh as "right hand monopolar accessory shorted". Furthermore, it advises the solution to this error is to "replace hand controlled accessory". The system 5000 service manual explains the error codes that can be generated. Error code 383 is is defined as rf current is sensed at an unselected output. To reduce the risk of patient injury the user manual provides the following advice: acc codes are most often caused by faults in accessories connected to the esu. The fault can often be corrected in the operating room without a service call. If the fault persists, unplug the accessory, turn the esu off and then turn the esu back on. If the fault is still present, call a hospital qualified biomedical technician for assistance. Err codes generally cannot be corrected in the operating room and require the assistance of a hospital qualified biomedical technician.